Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for chest pain coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was ¿being worked up for a diagnosis of a heart condition¿ however; the tests are still pending. Treatment was not reported. The cause of the chest pain was unknown. It is unknown if the patient had an overfill event. The pdrn stated that it is unknown if the chest pain is related to the hc device. At the time of this report the patient was recovering from the chest pain event. No additional information is available.

Manufacturer narrative:
(B)(4). Event date: the chest pain event occurred on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.